Event description:
Reportable based on analysis completed on 09/15/2011. It was reported that prior to an unspecified treatment procedure, a shaft break occurred. During removal of the renegade hi flo microcatheter from its protective hoop, the catheter broke at an unspecified location. The catheter was not used and the procedure was completed with another of the same device. As there was no contact with the patient, no patient complications occurred. However, device analysis revealed the location of the break was on a portion of the device that could enter the patient.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: examination of the returned device revealed a break in the shaft located 28cm from the hub with 45.9cm of braid exposed. A coating confirmation test confirmed the presence of coating, however coating damage was evident distal to the break. There was no peeling or missing coating. The most probable root cause is considered user related as the user did not adequately flush the carrier tube per dfu instructions. (B)(4).